Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced one infusion set fell off event during use on 19-jun-2024. The set was in use for 8 hours. Event occurred within three hours of insertion. Insertion site was at abdomen. Blood glucose levels noticed during the event were 150 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.